Manufacturer narrative:
(B)(4).

Event description:
On an unknown date, a patient was implanted with a gore® acuseal vascular graft. The reason and location for treatment is unknown. One week following implantation, the graft was explanted due to infection. The graft had not been cannulated prior to explantation. The infection was thought to be pre-existing, but not confirmed.